Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the reported phenomenon caused by use handling issue. The impact of handling the device by a third-party cannot be denied. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was confirmed. Leaking at the elevator channel, plug gap was observed. In addition, the suction cylinder s-connector side was also noted to be leaking with tear marks. The body control unit probe was found chipped and seven (7) broken elements were observed on the ultrasound image (um). Pinhole on switch #1 was noted and bending section, insertion tube, light guide tube and ultrasound image cord were all noted to be non-olympus. Play on u/d knob ¿ upward/downward angulation control knob was determined. Peeling on the cement of the objective lens, light guide lens were also noted. Based on evaluation findings the reported failures found could be due to use handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Leaking near control knob was reported. There was no patient involvement, no user injury reported.